Event description:
It was reported to boston scientific corporation that a gold probe device was used during a bipolar cautery procedure to treat gastric ulcer in the patient's stomach performed on (B)(6) 2015. According to complainant, during the procedure, the gold probe device failed to transmit current. No issues with the generator or other electrocautery devices were reported. The procedure was completed with another gold probe using the same generator and generator settings. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be okay.

Manufacturer narrative:
The complainant was unable to report the upn and lot number; therefore, the manufacture date and expiration date are unknown. However, the complainant stated that the device was used prior to the expiration date. Reported event of probe failed to transmit current. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.